Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/21/2016 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, missing shell (0-25%), wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive cause.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.